Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -11.0 diopter was implanted into the right eye (od) of a patient with pre-existing myopia on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to a lens tear/break during before/during and during injection/delivery into the eye. In a subsequent surgery later that day, a replacement lens was implanted and the problem was resolved. There was patient contact, but no patient injury. Reportedly, status of the eye is "right eye phackic without icl" and "broken piece was removed. Surgery rescheduled."

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494 should be removed. Claim# (B)(4).